Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the circulatory support specialist that, the pt experienced yellow wrench alarms, which persisted even after the pt changed his batteries and system controller. The pt's pump rate dropped to 43bpm. The pt was transported to the ER, where the batteries and system controller were changed again, still with no resolution. An attempt was made to switch the pump to fixed mode without success. Rate control fault and run line error messages were noted. The pt admitted to attending a funeral in the rain, but denied the vent filter getting wet, but the controller did get wet. The pt was placed on a power base unit. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The MFR is attempting to acquire the device for further evaluation. No further info is available at this time.